Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a020504 captures the reportable event of a hole in the device packaging.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was received by the customer on (B)(6) 2024. Prior to the procedure, upon receipt, it was discovered that the package was punctured. Item was no longer sterile and product inside possibly damaged. The product was not used on a procedure. The patient was not present at the time of the event and there were no patient complications reported as a result of this event.